Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided.visual/microscopic inspection: as the device was not returned, an inspection could not be performed.functional/performance evaluation: as the device was not returned, an evaluation could not be performed.medical records review: as medical records were not provided, a review could not be performed.image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation.the root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the event.labeling review: the current IFU (instructions for use) states: warnings: -note: if collecting multiple samples, inspect the needle for damaged point, bent shaft or other imperfections after each sample is collected. Do not use needle if any imperfection is noted.precautions: -never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury.-unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function.directions for use: bard max-core biopsy instrument preparation: -before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use.-energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back.-recommendation: for ease of insertion, puncture the skin with a scalpel at the entry site.biopsy procedure: -verify instrument is energized (cocked). -insert tip of needle to the point to be biopsied.-while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance.-remove needle from patient and pull back on the top slide to withdraw the cannula and expose the biopsy specimen. Remove the specimen.-if additional biopsies are required, pull back on the bottom slide to withdraw the stylet and repeat the procedure.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, the device was difficult to remove from the biopsy site as it had not fully cut the tissue sample. The device was removed by tearing the tissue. There was no additional bleeding and no intervention was made. A coaxial needle was used. No patient injury was reported.